Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 3.0 x 28, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified left circumflex artery. After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 3.0 x 20 maverick2 balloon catheter. Subsequently, a 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. Post-dilatation was performed with a 3.0 x 15 nc balloon catheter. No patient complications were reported and the patient status was stable.